Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# v852753 , implanted: (B)(6) 2011, explanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator for "other." The patient had contacts that were >4000 ohms but the rep did not specify the contacts. The rep was calling for general guidance as the patient's implantable neurostimulator (ins) was being replaced today, (B)(6) 2016, due to normal battery depletion. There was a gradual loss of therapy about six months ago, (B)(6) 2015, and was now back to baseline. The doctor was planning on revising the lead today as well. The high impedances were noticed today and the rep was not aware of any historical impedances to compare against.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.